Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device with lot number 571589. The customer was unable to specify which result was obtained with each device. Reference medwatch report with patient identifier (B)(6) for the suspect device with lot number 572066.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 327 mg/dl (advantage system 1) and 126 mg/dl (advantage system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. (B)(4).